Event description:
It was reported that there was a lead/extension issue. The patient reported losing stimulation and only felt when placing pressure at the lead tip site. There was a stimulation/therapy issue that included a loss of stimulation/therapeutic effect that was a sudden loss. They would troubleshoot further at an appointment with the healthcare provider (hcp) on (B)(6) 2015. They would troubleshoot the system and discuss a revision at that appointment. Diagnostic testing was not performed and would be in the future. If there was a product issue the issue was not resolved and the cause of the issue was not determined. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their device was not working and that the issue had become progressively worse. The patient noted that both their healthcare professional (hcp) and the manufacturer's representative knew the device was not working. The patient stated that the device "kept losing something" but they could not recall what it was. It was noted that the representative could see on their remote that electrodes 8/10 were not working. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a manufacturer representative (rep) met with the patient and checked impedances. It was also stated that the patient had slipped and fell during icy conditions a few months after implant. She then started experiencing intermittent stimulation after the fall. The patient was not currently scheduled for a revision and did not have insurance.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (b)() 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).